Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) seven years since the subject device was manufactured. During the inspection, olympus found an additional, non-reportable malfunction: the software version was outdated. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to a faulty printed circuit board. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the evis exera iii video system center had no image and was not showing a picture. The issue was found during preparation for use and the device was not used in the procedure. It is unknown if the procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device has been returned to olympus for and the customer¿s allegation was confirmed and found to be due to a faulty printed circuit board (no serial digital interface1s signal). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.